Event description:
It was reported that device detachment occurred. The target lesion was located in the severely calcified artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was dilated several times including a 20atm dilatation. When the device was removed, it was noted that the blade lifted and detached. The fragment was not removed from the patient. According to the physician, there is possibility that the blade issue was caused by dilation beyond the rated burst pressure. The procedure was completed with a different device. No further complications were reported, and patient was doing well post procedure. It was further reported that the detached fragment did not remain inside the body. The lesion has been expanded 20atm for several times, and the damage to the blade was confirmed when it was removed.

Event description:
It was reported that device detachment occurred.the target lesion was located in the severely calcified artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was dilated several times including a 20atm dilatation. When the device was removed, it was noted that the blade lifted and detached. The fragment was not removed from the patient. According to the physician, there is possibility that the blade issue was caused by dilation beyond the rated burst pressure. The procedure was completed with a different device. No further complications were reported, and patient was doing well post procedure.